Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to return the malfunctioning pump and program settings into a replacement pump with updated software, which was sent to the customer. The customer was informed about connecting their cgm to the new pump and was instructed on placing the faulty pump into storage mode before returning it using a prepaid label. Customer reverted to an alternative method of insulin therapy.